Event description:
It was reported that while doing standard qa practices as described in the IFU's, led the customer to suspect the alignment of the optical guidance platform was off. The user is concerned about the accuracy of the existing alignment/calibration of the vmsh isocenter pointer and cone mount. No serious injury to the patient was reported, as the user observed this issue prior to treatment. No further patient information was provided.

Manufacturer narrative:
The reported issue is confirmed. This is a known anomaly for users of varian's optical guidance platform (ogp) equipment. Damage to the srs cone mount/interface mount can lead to incorrect isocenter alignment. Incorrect isocenter alignment may go undetected if user does not perform winston-lutz test following each installation of the srs cone mount. No misadministration occurred in this case. However, the maximum error could be in the range of 2-3 mm. This could result in unintended high dose to normal tissue and critical structures, in certain high accuracy required srs treatments. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. Further actions will be addressed in varian's CAPA process. No follow-up reports are anticipated.